Event description:
It was reported that an ilet device was found in two pieces after being carried in a pocket, consistent with screen bezel separation, while the touchscreen remained responsive. Symptoms included no adverse clinical effects, and no alerts or alarms were reported. Outcomes included continued cgm use on the patient¿s dexcom app or receiver, data sync to the mobile app, and shutdown of the device prior to return. Investigation included review of user-provided photographs and collection of device history via customer interview. Investigation of this case revealed a hardware enclosure separation affecting the screen bezel and housing, with functionality of the display preserved. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage consistent with external stress during handling or use.